Event description:
A dual pump was set for an insulin drip and IV normal saline infusion. The patient received the insulin at the rate of the normal saline; the normal saline was infused at the rate of the drip. When the nurse investigated this, it was found that the tubing had been entered into the side of the dual pump for the wrong settings. With an analysis of this completed the findings had been that the nurse programmed the pump side a for the saline then placed on standby, then programmed side b for the insulin and placed on standby. When she does this the screen goes blank you cannot see your information you have just entered. She obtained the medication and IV fluids then, hung them but the tubing for saline was entered into the side of the pump that was set up for insulin, she entered the tubing and meds for insulin on the side of the pump for saline. The pump was turned on at that time then the screen with your settings is displayed. She felt that if the screen had displayed the correct sides while placing the tubing this error may not have occurred.